Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation abdominal stent graft system was implanted to treat a thoracoabdominal aneurysm. The patient returned for an unknown reason approximately 5 years post index procedure. The physician found an unknown issue that required the graft to be explanted. Patient status post-explant is not known. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the investigation, the reported explant and surgical conversion of the ovation device is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. The explanted graft was returned for evaluation. The graft was returned with two non-endologix device inside the ovation graft. The blistering and cracking was observed around the sealing ring of the ovation, but it was unclear if these damages were due to the explant procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.